Event description:
A reporter called to submit a report about her proclaim stimulator not working. She said she has two devices implanted and both of them are not working the way they are supposed to. She said the first one worked for 3 years and stopped working and the second worked for 3 weeks and the wire broke, and it stopped working. As a result, she is not getting pain relief. Her doctor suggested for her to see a neurosurgeon and she did. She said the neurosurgeon suggested to open a hole in her vertebrae and attach the line with a hook. She said she declined the surgery for fear of additional complications. Ref report # mw5150122.